Manufacturer narrative:
The insulin pump alarmed during the displacement test due to a high current draw on the motor. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed for a loose drive support disk during the prime. Insulin was not seen squirting out during the manual prime. It was not known if the insulin pump had been dropped or bumped. The blood glucose reading was 2.3 mmol/l. Customer had treated with juice. The drive support cap appeared to be normal and recessed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.